Event description:
A 26 mm diameter x 15 diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. The pt has a history of multiple-vessel coronary artery disease and coronary artery bypass graft, left ventricular dysfunction with ejection fraction of 25% and myocardial infarction. The pt is not a good candidate for surgical repair. It was reported that a palmaz stent was implanted at the same time as the aneurx devices due to a proximal type I endoleak. The pt's last follow-up visit was in 3/2002. A recent CT scan showed that the stent graft had migrated distally into the aneurysm sac and the aneurysm had increased in size from 5.2 cm to 5.8 cm. The CT scan also indicated that the aortic neck diameter was 30 mm. In 2001 a 32 mm diameter talent aortic cuff was implanted; however, there was an endoleak still present. Ballooning seemed to have reduced the endoleak and the decision was made to monitor the pt for possible surgical repair at a later date. No additional clinical sequelae were reported.